Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was on a fishing trip in iowa, and was found dead on floor of the cabin with system controller power leads disconnected. An autopsy was not performed and no other reports are available as the death occurred out of state.

Manufacturer narrative:
The pump will not be returned for eval as an autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.